Event description:
Due to catheter dysfunction and fatigue, there was catheter fragmentation of the distal portion of the catheter. Four small fragments were left in subq tissue and had to be removed in surgery.